Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion". We had 1 final parenteral nutrition event complete almost 7 hours ahead of schedule, at pediatric intensive care unit. A total volume of 400 ml with an infusion of 16.6 ml was prescribed, according to the following label. Installation was at 10 pm (B)(6) with schedule ending at 22:00 on (B)(6). The infusion was stopped at 2:55 pm on (B)(6). "